Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 150 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Findings: inspected 1 opened/used partial enlite sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.